Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Healthcare provider informed sientra that the patient's breast implant needed to be removed due to lack of healing from radiation immediately following implantation. Customer confirmed that the reported adverse event is not associated with device sku:(B)(6) and that the implant was removed due to the patient not healing.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. The device weighed 474.7 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.